Event description:
It was reported that the pt was reimplanted on the left ear with a sonata on (B)(6) 2010. Her best word recognition with the implant is 56%. Testing the implant suggests fully functioning device. The pt experienced a performance decrease with his previous implant and with the new sonata had only a partial improvement. Info was received that the pt was re-implanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.